Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report large air bubbles in the reservoir. The customer's blood glucose level was unknown. The customer became frustrated during troubleshooting and disconnected the call. No further details were obtained.